Event description:
It was reported that during the pta treatment procedure, the blue max balloon ruptured causing the balloon and the tip of the catheter to dislodge. The balloon was inflated to 14 atms at the dialysis graft target lesion. The dislodged segment was successfully retrieved using a snare. It was reported that there were no patient injuries. The patient's status was reported as 'fine'.